Manufacturer narrative:
The therapy pcb was further evaluated and issue was isolated to a leaky capacitor, designator c160.

Event description:
The customer contacted physio-control to report that the device failed user test and logged an event code logged in the device's memory. The event code logged in the device's memory can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary. There was no report of patient involvement associated to the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The therapy board was replaced and the issue was no longer replicated. After performing unrelated repairs, the device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that the device failed user test and logged an event code logged in the device's memory. The event code logged in the device's memory can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary. There was no report of patient involvement associated to the event.